Event description:
It was reported that during use the left ventricular (lv) lead alert triggered for low impedance. The lv lead remains in use. It was also reported there was possible atrial undersensing with falsely classified termination of ongoing atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.